Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a non-reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the upon insertion of the destination sheath, the physician felt resistance so he removed it. The end of the sheath had frayed, which was causing the resistance. The sheath was retained, and a new one was used without issues. Additional information was received 30august2019: the type of procedure performed was a rle angiogram, poss. Iliac stent and poss. Atherectomy. Another destination sheath was used. The patient was reported to be in stable condition. The blood loss was minimal.